Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an uka. During surgery, the bearing could not be inserted. Despite careful check of cement use, the insert in question could not be inserted. Although the surgeon re-hammered it several times, there was concern about the fixation. Therefore, the size was changed to 7mm. The size change made it 1mm loose, the surgeon determined that there was no problem. The surgical time was extended approximately 5 minutes due to this event. The surgery was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Product description: hp uni ins sz3 8mm lmrl aox product code: 102455308 lot number: m36k42 manufacturing date: 19-may-2023 expiry date: 30-apr-2028 quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: hp uni ins sz3 8mm lmrl aox product code: 102455308 lot number: m36k42 manufacturing date: 19-may-2023 expiry date: 30-apr-2028 quantity manufactured: (B)(4). Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.